Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a piece of hair was found contained in the package. Customer indicated the issue was found prior to patient use.

Manufacturer narrative:
One sample was received for analysis and the reported issue was confirmed. Visual examination shows that there is a fiber (hair) contained in the unopened pack. All broncho cath suctions are 100% inspected prior to being placed in their unit cartons and it is at this stage of the process that any defects are removed from the lot however a deviation occurred during the packing of this lot and the operator failed to detect this defective unit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report a piece of hair was found contained in the package. Customer indicated the issue was found prior to patient use.